Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation it was reported that the mast of the sara 3000 floor lift had been pulled away from the base during lifting of the patient for transfer. No injury was sustained. After the event, the device was inspected by arjo. The device inspection confirmed the customer allegation. The part of the scale assembly was found broken on load cell in mast area, causing the mast with the footstep to detach from the chassis. The customer was not willing to provide additional information regarding the event. The lift was manufactured in october 2016, and according to the information gathered, the customer used this device extensively every day. The last preventive maintenance was performed in september 2024 by arjo. During this maintenance, the technician corrected loose connections and tightened all loose hardware. The lift was tested and confirmed to perform according to the manufacturer's specifications. An expanded review of complaint surveillance data and consultation with the technical department revealed a similar complaint received in april 2021. At that time, one of the detached parts (scale) was sent to the supplier for further evaluation. Based on the testing results, it was determined that the cracks most likely initiated due to wear in the pin hole, breaching the zinc coating and allowing environmental contaminants to attack the base metal. Stress from repeated loading of the assembly could have then exacerbated the corrosion pits and cracks, leading to their propagation along the plane where stress is highest, causing both side plates to fail. The scale instructions for use (04.cg.00-02en) provides information related to correct and safe usage of this assembly. It also informs user that the preventive maintenance activities should be carried out on regular basis according to the schedule and requirements e.g.: ¿every month (¿) periodic inspection of attachments: a visual inspections of the scale attachment bolts and brackets is required to make sure they are firmly tightened and with no sign of wear.¿ based on all the information gathered, it can be assumed that the cracks were caused by wear and tear. This wear, combined with stress from repeated loading during years of use of the device (device manufactured around 8.5 years ago) could led to the propagation of cracks and subsequent detachment of the mast from the chassis. In summary, the technical inspection revealed that the device was not up to the manufacturer¿s specification as the mast detached from base. The device was used for patient handling when the event occurred. The complaint was decided to be reportable due to mast detachment from base during use with the patient.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the mast had been pulled away from the base during the transfer. No injury was reported.